Manufacturer narrative:
Examination of the submitted tibial insert confirmed polyethylene wear. Product information required to review the device history records was not provided. The root cause of the polyethylene wear is being attributed to third body debris being introduced into the joint space. No evidence was found suggesting product error was contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
The patient was revised because of osteolysis, wear and loosening.